Manufacturer narrative:
Additional patient ID used (B)(6). Date of event is unknown. Patient weight was not provided for reporting. Date of implant is unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device history records review was completed for part# 236.503, lot# 9677846. Manufacturing location: (B)(4), manufacturing date: oct 14, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient complained about implants were bothering patient. Hardware removal was performed on (B)(6) 2017 without any issues and all the seven (7) implants were explanted as intact. There was no surgical delay and procedure was completed successfully. Patient was reported as stable. Date of original implant is unknown. This report is for one (1) 3.5mm lcp olecranon plate. This is report 1 of 7 for (B)(4).